Event description:
It was reported to baxter (B)(4) that a colleague infusion pump did not have the green plug symbol lit when connected to the main power; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient involved, patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with the "green plug symbol not lit when connected to mains" was confirmed as the pump would not power up on alternating current power . The cause of the reported condition was determined to be a defective power supply printed circuit board (pcb). The power supply pcb was replaced to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. This involved a colleague infusion pump with a user interface module master software version 7.01.00.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.